Event description:
The explanted product has not been received by manufacturer and is suspected to be lost during the product return process.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizures since (B)(6) 2014. The patient began taking birth control pills at that time and had seizures throughout the entire month. The patient underwent surgery for birth control but the seizures continued to persist. The patient was referred for vns replacement surgery but the surgery has not occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient underwent generator replacement. The explanted generator is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.